Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned. Analysis found external and internal insulation abrasions at several locations from the distal tip. At one location with internal abrasion, one of the reconductors was abraded.